Event description:
Consumer reported heat patch caused skin removal and blister. Consumer did receive a tetanus shot and shot for pain as a treatment.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.